Event description:
"During surgery, drill was observed by surgeon to be leaking lubricating oil. Wound irrigated with antibiotics." On initial follow-up, it was reported that oil did contact the surgical site. As a result, the surgical site was irrigated with antibiotics and the area was re-draped. The procedure was a right lumbar laminectomy and discectomy. It was also reported that it was too soon to assess pt impact. On follow-up, it was reported there was no pt impact.